Manufacturer narrative:
Product analysis: analysis could not confirm the reported issue; the programmer passed all tests with a known good analyzer. The analyzer bay and flex were replaced as a preventative measure, it was noted that no analyzer was returned with the programmer. It was found that the left keyboard hinge was broken and there was a screw missing from the keyboard. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer connection on the programmer was not working. Two different analyzers that worked in other programmers were attempted, but they did not work in the programmer. The programmer has been returned for service. There was no patient involvement.